Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator replacement. During device preparation, it was noted that the right ventricular (rv) lead exhibited brief episodes of lead noise. It was observed that fluid ingress was present in the pacemaker header. The pacemaker was explanted and replaced, while the rv lead remained implanted after the lead pin was wiped clean. The patient was discharged.